Manufacturer narrative:
Other relevant device(s) are: product ID: 3093-33, serial/lot #: (B)(4), ubd: 03-oct-2015, implanted: (B)(6) 2012, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. The hcp reported that a lead fragment was noted on x-ray and that the rest of the implantable neurostimulator (ins) system was removed on (B)(6) 2018. It was noted that the patient needed an MRI for an issue not related to the implanted device/therapy. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient that they had their ins system taken out for an MRI and a small metal piece was left inside them. There were no further complications reported or anticipated.